Event description:
During an atrial fibrillation procedure, an air leak was noted from the hemostasis valve after insertion in the patient. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.